Event description:
Complainant alleged that during training by a distributor, the device intermittently powered down. The battery was changed and the device powered down. Complainant indicated that there was no patient involvement in the reported malfunction.